Manufacturer narrative:
Batch review performed on (B)(6) 2018: lot 172270: 102 items manufactured and released on 05 september 2017. Expiration date: (B)(6) 2022. No anomalies found related to the issue. To date, 73 items of the same lot have been already sold with 1 similar reported event. Ceramic liner ø 36 / e reference 01.29.413 (not marketed in us): lot 172291: 140 items manufactured and released on (B)(6) 2017. Expiration date: (B)(6) 2022. No anomalies found related to the issue. To date, 62 items of the same lot have been already sold without any similar reported event.

Event description:
The patient developed swelling and discharge from his hip over a 36 hour period: washout with head and liner exchange 5 days after primary.